Event description:
The customer reported there was no display on the monitors. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the custtomer for use.